Event description:
It was reported that the maverick2 monorail balloon catheter broke while removing it from the wire. The balloon got "hung up" on the wire outside of the pt's body. The physician was trying to advance the balloon on the wire and the balloon catheter got stuck. As the physician attempted to remove the balloon catheter from the wire, the balloon catheter broke near the balloon. The wire was cleaned and the case was completed with another balloon. There were no pt complications as a result of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.